Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed high watt alarms. Diagnostic testing was consistent with a possible thrombus event. In addition, the site reported that the patient had high inflammatory markers during admission, but no causative organism had been isolated. The patient appears to have been asymptomatic. A preliminary review of the controller log files appears to confirm the reported event. A subsequent review of the controller log files revealed normalized ventricular assist device (vad) parameters. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient continued to have increasing power consumption and elevated lactate dehydrogenase levels despite ongoing treated treatment for thrombus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed from the analysis of log files which revealed an increase in pump's power consumption beginning on (B)(6) 2018. Three high watt alarms were logged on (B)(6) 2018. Two low flow alarms have been logged since (B)(6) 2018. The site suspected thrombus and the patient was diagnosed with an elevated lactate dehydrogenase (ldh). The patient was treated with tirofiban for the suspected thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with tirofiban for the suspected thrombus. No further patient complications have been reported as a result of this event.